Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus (B)(4) regional repair center (received at (B)(4) on 2020-11-06). The evaluation/investigation at the (B)(4) repair center confirmed the occurrence of error e433. This error message, which in this case at hand was caused by a defect of the generator board, is triggered by the generators safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that the esg-400 hf-generator issued error message e433. It is unclear whether or not the error message occurred during a procedure. However, there was no report about an adverse event or patient injury.